Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections b5 and b7.

Event description:
It was reported that a 21mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 14 years, 5 months due to stenosis and regurgitation. A 20mm valve was implanted. Patient tolerated the procedure well and was brought to the step down in stable condition. The patient was discharged on pod #1.

Manufacturer narrative:
Reference (B)(4).

Event description:
It was reported that a 21mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 14 years, 5 months due to stenosis and regurgitation. A 20mm valve was implanted. Patient was doing well.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 21mm pericardial aortic valve was disabled via a valve-in-valve procedure after unknown implant duration due to stenosis and regurgitation. A 20mm transcatheter valve was implanted. No additional details were provided.